Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 75% stenosed target lesion was located in a severely calcified, severely tortuous high lateral left anterior descending artery. A 6fr jl4.0 non-bsc guide catheter and non-bsc guide wire were inserted. The apex flex monorail 15mm x 1.50mm balloon catheter was selected for predilatation and advanced to the target lesion. The balloon was inflated once at 10 atms. When the balloon was inflated a second time, the balloon ruptured at 10 atms. The balloon was removed intact and the procedure was completed with another apex flex monorail balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).